Event description:
In 2007, this pt was implanted with gore excluder aaa endoprosthesis. In early 2009, a second procedure was performed to treat a ruptured aneurysm and proximal type I endoleak. During the procedure, it was discovered the pararenal aorta was dilated and the type I endoleak had lead to aneurysm growth. The first aortic extender component was implanted below the renals and after deployment, it migrated distally due to severe neck angulation of the proximal aorta. A second aortic extender component was implanted and maintained position. A gore viabahn endoprosthesis was implanted in the orifice of the renal artery to maintain patency. The type I endoleak was still present but slowed. A third and fourth aortic extender component were implanted to achieve proper overlap of devices and resolve the endoleak. Intra-operative angiography revealed a minimal endoleak in the same region. Multiple ballooning angioplasty attempts were made to resolve the endoleak but were unsuccessful. The physician converted the pt to open repair. The aortic neck was noted to be of poor quality. Attempts were made to reinforce the aorta with bioglue, but were unsuccessful. All the devices were explanted. A 20mm boston scientific hemashield vantage graft was implanted. Severe aortic calcifications in the posterior aspect of the wall were also noted. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Add'l devices implanted.